Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name recharger telemetry module intellis; product ID 97755 (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding the external equipment. The reason for call was patient reports their recharger is getting real hot and taking forever to charge their implant. Patient states she cannot get it in the right place. Pt had recently moved and had lost the recharger. Agent sent an email to repair to replace the recharger. Pt will return the recharger if found.